Event description:
The user facility reported that their hexavue custom room rack lost power. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the unit to be operating properly. No issues were noted with the function and operation, and the reported event was unable to be duplicated. Since no device malfunction was found, the exact cause of the reported event could not be determined. However, it does not appear our unit was a contributing factor. It was learned that user facility personnel had already restored power prior to the technician's inspection. The technician confirmed the hexavue custom room rack was properly restored, tested the system and confirmed it to be fully operational, and returned it to service. No additional issues have been reported. UDI related data clarification - it should be noted that this specific model is not sold in the united states, so it is not in gudid.